Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Manufacturer received a complaint for erratic blood glucose test results. Nurse from a medical office is calling on behalf of the customer to understand the difference on the readings and which range is acceptable (customer was not present with nurse at time of call), thi representative informed nurse about proper testing technique and result variation expectation when performing back-to-back testing. Thi representative and nurse reviewed the last five (5) results stored in the meter¿s memory. The customer¿s nurse was not concerned with any specific results besides being high a few minutes apart. Nurse did not know when the test strips were first opened, the customer¿s expected blood glucose test result range, the customer testing technique, and was unsure of where the customer stores the product. The nurse indicated that the customer is taking medication to control his diabetes and it was changed by the doctor because of the readings. Nurse did not mention any symptoms and/or any incident occurrence. Nurse asked thi representative to call customer directly for any additional information. The meter memory test result history: (B)(4).